Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead delivered two shocks to the patient. Lead impedance warnings for the superior vena cava and rv coils of the lead were noted from a subsequent interrogation. Also noted was a high number of recorded short v-v intervals. Lead fracture was suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.